Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v649838, implanted: (B)(6) 2011, product type: lead.

Event description:
A patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the leads were bent. In (B)(6) 2015 the patient's physician had told her that her leads were bent. They had hooked up some machine to check the system. The patient had mobility problems so it was tough to check. It was not working and never really worked since implant. She did not increase it and had not felt stimulation. It was noted that she did not have use of the right arm and had short arms. She was also losing sight. It was hard to use it. In october when she went to the healthcare professional (hcp) they stated she had 5 years left. She had botox done as well and was not sure if that affected it. She was going back in may to have the implant checked. She didn't feel stimulation and hadn't checked. She thought they put on the wrong nerve. It had not helped the bladder at all. She was still taking detrol, still wetting pants, and sometimes when she stood up it would come out of her. It never helped since implant on (B)(6) 2011 and stated (B)(6) 2015 it was said that the leads were bent. The patient later reported that she did increase it and did seem to think it was helping. Electrode greater than >4000 was reported. It was noted that the patient was a "preemie", the retinas were bad, had myelination in the neck from oxygen, she was hyper and had anxiety disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.